Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device alarmed for "channel error" and when they opened the door, they noted that the silicone segment had ballooned in two sections. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer's report of silicone segment ballooned was confirmed. Visual inspection of the set noted the silicone segment had bulged below the upper pumping segment component. There were no other anomalies noted. Functional testing was performed and no leaking or ballooning was noted. The root cause could not be determined.